Event description:
The patient's shoulder blew up and had to be admitted to the hospial. He stayed overnight as a percautionary measure. The swelling decreased and the patient was released. Sales rep stated that the saline fluid leaked on the top cover and rolled over into the display part of the unit and shorted it out. The or manager feels operator error occurrred and not the pump's fault. The case lasted 3.5 hours and he feels this had something to do with swelling as well.

Manufacturer narrative:
Found saline contamination inside the unit that damaged the display screen and display adapter boards. Due to all the damaged boards, we were unable to determine if problems existed before the saline contamination. Added a gasket to prevent this from occurring. After all the damaged boards were replaced, unit passed all functional tests.